Manufacturer narrative:
The technician found the bed was not placing a nurse call or priority call due to bent pins on the communications cable. The technician replaced the communications cable to repair the bed.

Event description:
The account alleged the bed exit alarm is not sending a priority call to the nurse station.